Manufacturer narrative:
A field service engineer (fse) was at the customer site and observed that the tubing at valve vl54. He replaced the broken tubing and the instrument ran without any leaks. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported an uncontained fluid leak of about 5ml coming from their coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.